Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
It was reported that the emg tube was defective. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.